Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation that the electrode's loop at the tip was broken was confirmed. Based on the results of the investigation, it was likely that the event was caused by improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the hf-resection electrode's loop at the tip was broken. The issue occurred during preparation for a therapeutic transurethral resection of the prostate. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.